Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. E1 street 1: 1490 ernest w barrett pkwy nw apt 418 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported when they would get onto bed or when the chair was reclined they could feel shocks of vibrations that were very heavy. The issue began about 4 or 5 days ago. Patient went to their dentist and was unable to move. Patient didn't know if it was the metal in the chair but patient's stimulation was going where their legs went up. Patient's controller and implant were both depleted so agent couldn't walk patient through adjusting stimulation. Agent redirected patient to their hcp to address the issue.